Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Fluidics management system (fms) was visually inspected. The drain bag was detached from the cover of the cassette due to saturation. The sample was tested using a console. The sample could be recognized and the service data could be retrieved from the console. However, the sample failed to prime and generated a system message code. A leak occurred at the aspiration tubing to cassette insertion. A leakage was observed due to a lack of solvent which created channeling between the wall of the cassette and the aspiration tubing. Although the sample generated a message code due to a lack of solvent, the root cause of complaints investigated for message code was inconclusive. The most likely root cause is suspected to be operator error during socket bonding due to inadequate process set-up. Action was taken to determine root cause and implement corrective actions based on an observed trend for complaints of a similar nature. No patient risk is associated with message code as the error occurs at the during the prime/test phase. To address root cause of system message code occurring during the vacuum test stage/priming test sequence, two corrective actions were initiated. The first corrective and preventative action was to implement methods to increase drying/curing time after socket bonding and prior to testing on console pods the second is to update the procedure after the first corrective action is completed. Complaints are reviewed and will be continued to be monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that irrigation failure was occurred during cataract surgery. The product was replaced with another one and the surgery was completed. There was no patient harm.